Event description:
It was reported that there were high pacing threshold, intermittent pacing capture, and continue high resistance. Patient was syncopal while laying in bed and "feeling shocks". Follow-up confirmed no shocks were delivered. The lead was reposition and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.